Event description:
An event occurred on an unspecified date involved a 142" 15 drop primary set w 3 microclave, remv 3 gang 1o2 manifold w check valve, rotating luer, 2 ext where it was reported that fluid did not flow through the manifolds, indicating a potential blockage, possibly due to plastic residue introduced during manufacturing. There is unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).